Event description:
It was reported via repair work order that the fowler motor was stuck and unable to move up or down and fowler bracket was bent and disconnected from the motor. It also reported that fowler would come to a hard stop at the top due to malfunction limits switch. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.